Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery while the doctor was inserting the screw, one lateral tip of the screwdriver broke. While the scrubbed nurse was loading the next screw, the lateral tip on another screwdriver also broke. Then the other sterilized tray was opened to complete the case. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: received 1 instrument of rod introducing instrument 388.504 for manufacturing investigation. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The two features tested during production have been tested and they fulfill the requirements. It was noted that the two pins may have been mounted at the wrong position, as they do not match the drawing for the part. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received, as previously reported, and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information was received on april 30, 2015. It was reported that the surgery was prolonged for approximately 30 minutes due to the reported event.

Manufacturer narrative:
During a review of the complaint it was detected that reported device (part # 388.504) does not belong to this complaint. This was confirmed by the distributor. Part 388.504 belongs to complaint com-(B)(4) and not to complaint com-(B)(4). Therefore this report for part 388.504 is retracted and a new report for part 388.504 will be submitted under complaint com-(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.